Manufacturer narrative:
Additional information has been received from the customer. Correction being made to b6. This supplemental report is being submitted to provide this information. Please see the updates in sections: b6, g2, g3, g6, h2, and h10. The requested data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Customer provided information on reprocessing performed at the facility. Pre-cleaning detergent is anios clean excel d. Bedside pre-cleaning is performed with olympus bw 412t brush. No information provided for manual cleaning detergent and disinfectant, as well as how the biopsy valve, air valve, and suction valve disinfected or sterilized. The automatic endoscopy reprocessor (aer) is cantel isa. The detergent used is rapicide cantel and the disinfectant used is rapicide pa cantel. The scopes are stored in a endodry cantel cabinet. Maintenance company is biotech germande.

Manufacturer narrative:
A correction to g2 to add the foreign country, france. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted during the evaluation including insulation on the distal end value was out of specification, rod lenses were chipped, the distal end cap cover was cracked, the bending section rubber was worn out, the insertion tube and protector were deformed, the angulation plus degree was out of specification, and the biopsy channel was worn. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganism was found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of microorganisms were not confirmed. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
As reported by the customer, the device tested positive after a routine culture test for microbes as required by regulation in france. There is no adverse impact or infection, nor contamination nor any other deterioration in health of any patient or anyone else as a result of this event.

Manufacturer narrative:
Information of the initial reporter is not yet available. This device was returned to olympus for further investigation of event of positive culture test finding. Per the testing of the device conducted by olympus, the device did not have any hygiene relevant germs that could adversely impact anyone. The results obtained comply with the target level defined in the regulations of (B)(6) outlined on july 4, 2016. Device evaluation is not yet performed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.